Event description:
Healthcare professional reported implantation of seri with a concomitant silicone breast implant on (B)(6) 2013 during primary augmentation surgery. Post implant on (B)(6)2013, the "incision opened up" on the left side, exposing the seri device. Explant surgery was performed on (B)(6) 2014 due to the exposure, and the physician reported finding non-adherence of the seri device. Seri and the concomitant silicone device were both fully explanted and discarded. No infection was noted and causality of events is unknown.

Manufacturer narrative:
Medwatch sent to FDA on 07/25/2014. The physician discarded the device when it was explanted. The events of wound dehiscence, non adherence, and exposure are surgical/physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. These events are being reported because medical intervention was required, although device-relatedness has not been established. This event is reported against the left side, and is the same event and the same patient reported under MDR ID#3008374097-2014-00046 (allergan complaint (B)(4)).